Manufacturer narrative:
Gambro has carried out an investigation into similar reported incidents, which has shown that in such cases the design of the plunger does not stop the syringe from emptying under certain circumstances which cause high negative pressure inside the sys. This can cause the carrier to lift from the panel and the piston of the syringe to be released from the locking mechanism of the syringe carrier. This can lead to infusion of an excessive amount of anticoagulant to the pt. The circumstances in which this will happen are: interruption of the self-test and obstruction of the access lines. Both circumstances must occur simultaneously. The risk to pt safety is over-administration of anticoagulant. Gambro has identified a corrective action which is the design of a stronger syringe carrier to prevent the latch of the carrier from releasing prematurely. Gambro has initiated rebuilding order to replace the heparin syringe carrier for the 10/20/30ml syringe holder. No further investigation will be carried out. The complaint will be closed and trended as part of the post-market surveillance sys. No further actions will be taken with regard to this incident, other than those identified above. This is a final report.

Event description:
The sales office has provided the following info: "the incident happened in 2007. Our sales agent had heard first at 2007-05-11 from the problem. It was a cvvhof treatment with selected predilution and a m 100 set. The catheter position in the pt was so bad, that they always get the alarm: access pressure too negative. This alarm was rec'd repeatedly; the negative pressure was likely caused by a non-optimal applicated catheter. The consequence was a bigger amount of gas in the bloodline aligned with suction behind the blood-pump. Caused by loose heparin-slide. The slide was detached from the machine, the plunger slipped out and 30,000 ie heparin was released into the pt." Add'l info on the pt's condition was rec'd on 2007-05-16: "the pt was well, having breakfast in his bed, when our sales agent saw him first. The customer was reporting the case 'en passant' when our sales agent visited them, so there was no matter of urgency. The medical doctors gave no antidote (prolamin etc.) For neutralization; no bleeding or other harm was reported." The planned 72 hrs treatment started original date. A continuous dose of heparin of 20, 000 ie was prescribed. Due to the negative pressure the first incident happened as described above for 20, 000 ie. A second syringe was inserted and the nurse observed the machine and noticed that negative pressure resulted in a second unintended bolus delivery of 10,000 ie heparin. The nurse interfered and stopped this process mechanically. The pt got all together 30,000 ie heparin (20,000 ie + 10,000 ie) as mentioned above. The medical doctors gave no antidote (prolamin etc.) For neutralization; no bleeding or other harm was reported. No pt injury or clinical consequences were reported.